Manufacturer narrative:
D.2 revised common device name since the initial manufacturer device report number 1220648-2024-24591 was submitted in accordance with updated procedures. H.6 health effect - impact code 4627 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24591. Upon review of the provided information, the noted issue was resolved by changing the cassette. There is currently no allegation of a malfunction or serious injury associated with the automated impella controller (aic). Therefore, a regulatory report against the aic is not necessary.

Event description:
The complainant reported the patient was on impella cp support. While on support, there was an issue with the purge cassette. Purge system was properly connected but purge solution was not priming in the purge tubing. Impella consoles were changed but issue did not resolve. Hospital had to open a new purge cassette which worked without any issues. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.